Event description:
It was reported that during a laparoscopic lobectomy procedure, there was leakage from staple line during leak test. There seems to be staple malformation. Physician put overstitches to close the tissue. There was no reported pt consequence. One device is being returned.